Manufacturer narrative:
H3: photographic evidence provided by the reporting site shows small, light-colored fiber-like particles located on or adjacent to the device surface within the pouch. No patient injury or adverse clinical impact has been reported in association with this event. An investigation was initiated, including communication with manufacturing personnel and review of available production and inspection records for the affected lot(s). Based on the information available to date, the observed condition is consistent with incidental fiber contamination potentially introduced during manufacturing or packaging operations. At the time of this report, the investigation remains open pending completion of additional manufacturing review activities. No definitive root cause has been confirmed. Appropriate quality system processes have been engaged, and any necessary corrective or preventive actions will be implemented based on final investigation outcomes. Manufacturer reference file: (B)(4).

Event description:
During the acceptance inspection, non-conforming products were detected. Foreign object debris found in 12 devices.